Event description:
The customer reported the ortho provue analyzer misread a previously known group b pt's sample as negative in the anti-b microtube of the mts gel card. The customer reviewed the provue image and noted the reactions were positive (mixed field). The sample reacted positive in tube method with anti-b antisera. Daily qc was acceptable. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer (fe) visited the customer site and performed reader camera adjustments and created a new reference image. The fe replaced the gripper and performed incubator and centrifuge alignment to the gripper. The customer tested qc and obtained acceptable results. Repairs have returned the instrument to expected operations. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).